Manufacturer narrative:
Additional information: the device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed which noted broken occluder feet. Functional testing performed included leak testing, clear passage test, and clamp function test. The mini cap received with the complaint sample was used in the leak testing. The returned sample failed during clamp function testing; fluid flowed through the device while the clamp was closed. The reported condition was verified and the cause was determined to be broken occluder feet. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screw thread on a minicap transfer set breaks. The extension line was changed. The patient received prophylactic antibiotic (vancomycin) therapy intraperitoneally. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.